Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that symptoms returned. It was unknown any environmental/external/patient factors that might have led or contributed to the issue. It was unknown what interventions or actions were taken, and if the issue was resolved. A surgical intervention occurred and the device was explanted on the day of the report, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.